Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been cooled and started rewarming around 2am yesterday on the arctic sun device. Patient had not warmed. At 10am they adjusted the rewarm rate from protocol of 0.9f/hr to 0.32f/hr. When nurse arrived, the patient was 95.8f. Nurse changed the rewarm rate to 0.19f/hr. The patient was now 95.2f, so nurse adjusted the rate back to 0.9f/hr. Rewarm reads to rewarm from 93.7f at 0.9f/hr and 5 hours remaining to 98.6f. Currently the patient was 95.3f, water 81.5f and flow was 2.7lpm. Nurse adjusted the rewarm from to current patient temperature was 95.3f. Mis had nurse look at graph and confirm the rewarm from temperature did decrease from current setting a few times. Mis suggested not making additional changes to the settings and to call back with any concerns. Second call on same day the patient was in rewarm. Temperature dropping. The patient was 95.2f (35.1c), water 81.1f (27.6c). Rewarm from 35.5c at 0.5c/hr. Heater command was 100 percentage. Water level 5. Mis walked nurse through draining 500cc from circulation tank. Water temperature increased to high 30 before ending call.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient had been cooled and started rewarming around 2am yesterday on the arctic sun device. Patient had not warmed. At 10am they adjusted the rewarm rate from protocol of 0.9f/hr to 0.32f/hr. When nurse arrived, the patient was 95.8f. Nurse changed the rewarm rate to 0.19f/hr. The patient was now 95.2f, so nurse adjusted the rate back to 0.9f/hr. Rewarm reads to rewarm from 93.7f at 0.9f/hr and 5 hours remaining to 98.6f. Currently the patient was 95.3f, water 81.5f and flow was 2.7lpm. Nurse adjusted the rewarm from to current patient temperature was 95.3f. Mis had nurse look at graph and confirm the rewarm from temperature did decrease from current setting a few times. Mis suggested not making additional changes to the settings and to call back with any concerns. Second call on same day the patient was in rewarm. Temperature dropping. The patient was 95.2f (35.1c), water 81.1f (27.6c). Rewarm from 35.5c at 0.5c/hr. Heater command was 100 percentage. Water level 5. Mis walked nurse through draining 500cc from circulation tank. Water temperature increased to high 30 before ending call.